Event description:
Patient was implanted with matrix single level construct, level l5-s1 on (B)(6) 2012. Post op x-ray on an unknown date showed the locking cap on the left side at l5 was loose. During revision procedure on (B)(6) 2012, it was discovered the locking cap on the right side at s1 was also loose. Surgeon tightened both locking caps. It was reported that all remaining locking caps, screws, and both rods were intact and not loose. No hardware was removed. This is 3 of 6 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.